Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/07/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/29/2016 with the following findings: during investigation, a visual inspection of the pump revealed the battery compartment had a hairline crack at the threads on the side. The battery compartment and cartridge cap threads were stripped. The battery cap was unable to fit securely and continued to spin around. The battery cap became stuck when inserted, and was hard to remove from the pump. A test cap was used during investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number.